Event description:
During a follow - up with the user facility, it was confirmed that: the device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified gram-positive bacteria which, is conforming to standard.

Manufacturer narrative:
As specified in b5 during a follow - up with the user facility, it was confirmed that: the device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of unspecified gram-positive bacteria which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The mouth piece was found to have a defect however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for unexpected microbial contamination. The scope was sampled one time. During the sampling, the scope tested positive for 1 colony forming units (cfus) of unspecified microorganisms. The issue was found at reprocessing during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the product event. The customer confirmed that there were no deviations, deficiencies or concerns related to the reprocessing of this device. No further information was provided regarding the steps taken during reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.